Event description:
Defective product bd ultratouch push button blood collection set 21 g needle, ref number 367365. Bevel of needle is faced down. Should be faced up. Lot number 604337, exp date 01/31/2028, manufactured date 02/01/2026.